Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and updating information submitted on the supplemental 01 medwatch report. Evaluation: the device was returned to a zoll approved service provider for evaluation. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The suspect monitor board was returned to zoll medical corporation. The report was unable to be duplicated. The board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was verified and the monitor board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.